Event description:
Customer reported to beckman coulter, inc. (Bec) that they found a puddle of unknown fluid at the bottom of the unicel dxc 600 synchron system. Customer reported that they have been getting these leaks since january. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash collar waste valve was stuck in the closed position and caused the wash collar to leak fluid. The fse replaced the valve.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on the same day. This report is related to MDR#2050012-2012-00838. (B)(4).